Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The heartmate ii lvas IFU is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a persistent supraventricular arrhythmia that occurred on (B)(6) 2020. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. Cardioversion was applied to the patient for treatment. It was reported that the device did not cause the arrhythmia as there was no change in body fluid when checked with echocardiogram (echo).